Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the right eye due to the patient experiencing poor post-operative visual acuity. There was an incision enlargement made, but no vitrectomy was performed. The replacement lens was a different model ar40e 3.5 diopter lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 03/21/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens is cut in two pieces; most probably related to the explant process. Due to the conditions of the returned lens a diopter measurement is not possible. The reported issue could not be verified. A product quality deficiency based on the testing could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.